Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 2900mcg/ml fentanyl at 1605.2mcg/day and 68mcg/ml sufentanil at 37.639mcg/day via an implantable infusion pump for spinal pain. It was reported that the patient heard a dual tone alarm on 2019-aug-16. The patient reported that the alarm "gave up" and they don't hear it anymore, but this could be because of fans in his house. The alarm was consistent with a pump alarm. The patient was supposed to have their pump filled (B)(6) 2019, and their doctor didn't call to remind them. The patient reported that they've had issues around their house and they forgot about their appointment. The patient reported that they haven't had a return of symptoms. The patient reported that their mind is clear an no longer cloudy. The patient reported they haven't felt this great in a long time. The patient reported that they were hurting like all get out for over a year and the pain was horrible. Now they are supposedly out of drug and they feel better which the patient states doesn't make any sense. The patient reported that they have pain in their feet for the last two years. The patient reported that they wanted the pump out. The patient reported an episode of tachycardia. No further complications were reported.